Event description:
It was reported that the external pulse generator had a self-test failure, and additionally that it had a cracked rate knob. The generator was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis could not confirm the reported event, the device passed functional and bench testing with no anomalies found. It was also noted that the control knob was broken, the upper case was broken, the lower case was broken and contaminated, the battery release was contaminated, two side bail covers were broken, the ring cover was broken, the battery contacts were compressed, the battery drawer was broken, the battery flex was contaminated, and the heart lead flex was contaminated. (B)(4).